Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator alarmed on startup due to a vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The blower and blower motor controller pcb board are being evaluated for replacement. Completion of service is pending.

Event description:
The manufacturers field service engineer replaced the blower assembly and blower motor controller to address the reported problem.